Event description:
It was reported that, "hip dept dislocating physician felt the tritanium cup was not anteverted enough physician remarked the tritanium cup during revision surgery and replaced it with an adm cup. X-rays not available op dictated confidential."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) were requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.